Event description:
It was reported that patient presenting to the clinic for normal follow-up. Upon interrogation, the device reported that it had reached eol. Suspected premature battery depletion. The patient was admitted to the hospital and the device was explanted the next day. The device will be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.